Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had an MRI, so they put it into MRI mode, and when they turned the therapy back on, they got the message that says the battery of their internal device is low. Patient stated that they don't understand, why it would only last 2 and a half years, and the highest stimulation level they had been is at 7.3, but had been changing the level, and programs. Patient also mentioned that their last implanted device lasted close to 7 years. Agent reviewed battery longevity, and that the longevity varies on how high the stimulation level was set on. Agent redirected them to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.